Event description:
It was reported that the touchscreen has issues. The device was being set up for use when the issue occurred, no patient or user harm reported. Further information has been requested. If additional information becomes available at a later date, a supplemental report will be submitted.

Manufacturer narrative:
The customer reported that the touchscreen was replaced to resolve the issue. The device was returned to service.